Manufacturer narrative:
Concomitant medical products: 510-27h tissue valve, implanted: (B)(6) 2000; d224drg ICD, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had alerted for low pacing impedance. Follow up with the company representative indicated that the impedance was chronically lower and per the physician was stable. No intervention was done. The lead remains in use. No patient complications have been reported as a result of this event.